Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, some resistance was felt during insertion of the proglide device into the anatomy and the proximal guide bent at a 45 degree angle. The initial nick and spread incision was opened more. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information was received stating that the device appeared to "bend" at an unusual angle when being inserted, a guide separation occurred and the device was simply withdrawn from the anatomy. No tissue damage was noted on angiogram. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. The bent guide was not confirmed. The guide detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.